Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). 36mm ã¿ glenosphere cat: 00434903611 lot: 64017088. Base plate uncemented cat: 00434903811 lot: 6406599. Tm reverse stem 16mm x 130mm cat: 00434901613 lot: 63897097. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported a patient underwent a shoulder arthroplasty. Subsequently, patient was revised due to dislocation. When the revision took place, the surgeon noticed the poly liner had been broken on the taper side, and was in the posterior of the shoulder joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g7, h1, h2, h3, h4, h6, h10. Visual examination of the provided photograph of the revised liner could not identify a fracture. The liner does show signs of wear and chip marks from use. No photograph was provided of the glenosphere. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the image on the left demonstrates dislocation of the humerus with respect to the glenosphere. Both images demonstrate normal appearance of the hardware without periprosthetic lucencies. The bones appear well mineralized on both images. As the polyethylene liner is radiolucent, no radiographic interpretation of the location or integrity of the polyethylene liner can be made. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.